Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on (B)(6) 2019. It was reported that an endoscopy (performed on (B)(6) 2019) revealed an adherent clot in the cardia which appeared to be the source of bleeding. A hemostatic clip was successfully placed on top of the active bleeding. Old blood in the duodenal bulb and in the second portion of the duodenum secondary to stomach bleeding. It was also reported that the patient had an upper gastrointestinal endoscopy on (B)(6) 2019, colonoscopy on (B)(6) 2019, and enteroscopy on (B)(6) 2019. Enteroscopy and colonoscopy revealed a bleeding arteriovenous malformation (avm) in stomach and colon treated with argon plasma coagulation. No further information provided.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to hospital on (B)(6) 2019 with low hemoglobin and fatigue. The patient received 1 unit of packed red blood cells at a different hospital and 1 unit of packed red blood cells at the reporting hospital (2 units of packed red blood cells transfused within a 24 hour period in total). The account noted melenic stool upon rectal exam. The patient received an upper gastrointestinal endoscopy, clotted blood was found in the fundus/cardia. An area of adherent clot was seen in the cardia which appeared to be the source of bleeding. One hemostatic clip was successfully placed and stopped further bleeding. There was no bleeding noted at the end of the procedure. The patient was discharged against doctors recommendations on (B)(6) 2019. Upon discharge, the patient was on lovenox bridge to warfarin and is expected to check in, in 2-3 days. The patient was prescribed anticoagulant aspirin at the time of the event.

Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.